Event description:
It was reported that the rwaves had decreased to 2.0-2.8 mv in amplitude causing undersensing. It was also reported that the sensing assurance (sa) was at the minimum. It was suggested to reprogram to unipolar sensing to see if larger r waves are obtained, or keep bipolar sensing and turn off sa. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrl1 implantable pacemaker (B)(6) 2012; 457453 implantable pacing lead (B)(6) 2012. (B)(4).